Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed, the scope image was black and then started flickering. No image was caused by a defective plug unit on the scope connector. The user facility reported that the procedure was completed using another scope. No injuries were reported. The device was serviced and returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported an image problem on a scope, there was no image. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.